Manufacturer narrative:
If implanted, give date: not applicable, as the lens was inserted and removed. If explanted, give date: not applicable, as the lens was inserted and removed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was some bleeding in the patient's operative eye right after implanting a za9003 21.0 diopter intraocular lens. Therefore, the doctor didn't want to leave the lens implanted and removed the lens. The patient was sent home aphakic. There was no incision enlargement, no vitrectomy, and no sutures used. Reportedly, there was no patient injury and there are no known plans of medical intervention. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: device available for evaluation; returned to manufacturer on:4/15/2019. Device evaluation: the complaint lens was received at the manufacturing site in a plastic bag with the wheel case insert. The device was evaluated and visual inspection at microscope magnification was performed: lubricant material and loose particles can be observed on the lens surface. The lens has a broken piece that may be related to the removal process. The haptics were slightly distorted. There is not product issue to verify, based in the information provided the reported issue by the customer is not product related. There are no indications of product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.